Event description:
The iab was inserted into the patient on 11/25/96 at 1:00 p.m. And removed on 11/27/96 at 2:00 p.m. The iab did not malfunction. As a result of the event, the patient had thrombocytopenia. (Event complications: thrombocytopenia - reported 07/7/97.) (Pt's current status: discharged-rpt'd 07/07/97.)